Manufacturer narrative:
Analysis of the lead revealed the distal end of the lead was bent at the #0 electrode and was outside the limits of the straightness specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the patient was implanted with the deep brain stimulation (dbs) lead on (B)(6) 2018. After opening the package, it was found the tip of the lead was bent. The lead was replaced with a new lead to complete the operation on (B)(6) 2018. The patient was discharged and was back at home at the time of the report. The cause of the issue was unknown. No patient symptoms or complications were reported as a result of this event.